Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: precautions: "juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported a syringe of juvéderm ultra¿ xc "burst" during the procedure. No injury was reported.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened tray with cap and without needle. A crack is observed at the 3mm luer lock.

Event description:
Healthcare professional reported a syringe of juvéderm ultra¿ xc "burst" during the procedure. No injury was reported.